Event description:
On (B) (6) 2010, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B) (6) 2010, another contralateral leg was added to treat a distal type I endoleak. The procedure went well.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use specify a distal segment iliac vessel length of at least 30 mm.